Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of CT scan. Operative note review for (B)(6) 2012 indicates no complications. CT scan confirms that lucency is seen around the proximal femoral component, potentially indicating the loosening. No fracture or fluid collections are seen. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products : 16-116056, ringloc shell sz56, 617010,  ep-108424, e-poly maxrom lnr sz24, 067610,  650-1058, biolox femoral head, 185730, 650-1065, taper sleeve, 937300.  Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Note: if the reason for the product not to be returned is available it must match what is indicated in the subform.

Event description:
It was reported patient underwent right hip arthroplasty. Subsequently patient started experiencing severe pain approximately 4 years post implantation. Bone scan shows signs of femoral loosening.